Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) patient had a gastrointestinal bleed and anticoagulants were stopped. Two weeks later, the patient called clinic to report low flows but felt fine until later in the day complained of dizziness. The patient was admitted to the hospital with a possible thrombus with a lactate dehydrogenase (ldh) of 650 and hemoglobin of 13. An anticoagulant bolus with intravenous (IV) drip was initiated and the patient transition to tissue plasminogen activator (tpa) the next day with an ldh over 1000. The patient refused a pump exchange and was planned to place on extracorporeal membrane oxygenation (ECMO) with further decompensation. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a decrease in power consumption and estimated flows starting 15/dec/2018 and an additional sudden, sustained decrease in power consumption and estimated flows starting 06/jan/2019. 70 low flow alarms were logged since 18/dec/2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: (B)(4). F3 user facility name/address(B)(6) hospital (B)(4) f4 contact person: (B)(6) f5 phone number:(B)(6) f6 date user facility became aware of event: (B)(6)2019 f7 type of report: initial f8 date of this report: (B)(6)2019 f9 approximate age of device: 4 years f10 event problem codes: 2101, 2182 f11 report sent to FDA: unknown f12 location where event occurred: home f13 report sent to manufacturer: yes f14 manufacturer name and address MFR name: heartware, inc. Addl: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported an echocardiogram showed decreased outflow velocity. The patient needed intubation after the tpa was initiated for acute hypoxemic respiratory failure. After two days, the ldh began to trend down. The patient was on tpa for 48 hours before anticoagulants were started up again and extubated after four days. The plan was for discharge after the international normalized ratio (inr) levels were therapeutic.